Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was in a too lateral position. The pump was repositioned more medial in the scrotum. There were no patient complications reported.